Event description:
Patient in or to have a lvad pump exchanged when on initial start-up of new pump (hmii), the rpms, rotations per minute, of the impellar would not increase. Upon inspection, a piece of suture remaining from removal of explanted lvad had been sucked up into the impellar causing it to fail. Second pump was obtained and quickly implanted.